Manufacturer narrative:
(B)(4)

Event description:
It was reported that a vibratory alert for high hv lead impedance was observed due to possible pocket encapsulation in clinic. No intervention was planned.